Event description:
It was reported the insulin pump alarmed motor error during bolus. Customer's blood glucose was 152 mg/dl. The device was not exposed to an MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the senor feature on the device. Customer was able to rewind the device. No further information reported.

Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm noted. The motor passed motor test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.